Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa and opened when locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to a2p2 and leaflets grasped. The clip passed establishing final arm angle (efaa) therefore the lock line was removed. The clip failed the second efaa test and opened more than 20 degrees. The failed several efaa several more times and could not be inverted to remove from the anatomy, the decision was made to deploy the clip. Post deployment the clip opened 20 degrees. A second clip was implanted lateral to the first, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opening while locked and clip opening during establish final arm angle (efaa) could not be replicated in a testing environment due to the returned condition of the device (clip returned separate from the device). However, visual inspection of the clip components and the internal components (actuator coupler) under keyence microscope did not identify any issues. Additionally, the clip was installed on a proxy shorty catheter to simulate clip actuation, and no issues were noted with the clip; the clip remained locked. A review of manufacturing records confirmed that the cds met all in process and final acceptance activities, which includes verification of clip functionality. A review of the lot history record and complaint history of the reported lot identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened while locked and clip opened while establishing final arm angle (efaa) cannot be determined. Death appears to be related to the procedural circumstances associated with surgery. Death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Nana.

Event description:
Subsequent to the initial filed medwatch report, additional information was received. The patient was sent for mitral valve replacement surgery post mitraclip procedure. The patient passed away during the procedure. No additional information was provided.